Event description:
It was reported by pt's counsel that the pt was implanted with an ambulatory pump, into the shoulder in 2007. The pump dispensed too much medication, and pt lost cartilage in her shoulder.

Manufacturer narrative:
Device was not returned to the manufacturer.